Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The programming changes were made. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of over-sensing could not be confirmed. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Upon electrical testing. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Upon visual inspection of the lead, no anomalies were noted except for procedural damage. The cut end was consistent with procedural damage.

Event description:
New information received notes the right ventricular (rv) lead was explanted. The patient status was unknown.